Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the initial report submitted 10/14/2020 had an inadvertent entry error of 10/14/2020. Correct date is 10/13/2020. Timeliness of submission is unaffected. Report is not late. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to correct an inadvertent entry error in g4, the date received by manufacturer (becomes aware date).

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the supplemental report #1 submitted 12/05/2020 had an inadvertent entry error of 10/13/2020. Correct date is 11/10/2020. Timeliness of submission is unaffected. Report is not late. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #2 is being submitted to correct an inadvertent entry error in supplemental report #1 g4, the date received by manufacturer (becomes aware date).

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. The implant or explant dates are not applicable to this device. Device available for evaluation: not applicable for this device. Concomitant medical products: no information available.

Event description:
It was reported during a planned therapeutic peripheral procedure, the manufacturers device was no longer recognized by the system and would not function. A 2nd of the same device was used to complete the case successfully. The returned device was visually and microscopically inspected and damage was observed. Small fragments were missing from the distal sleeve and along various areas at the distal end, rough and lifted edges of malleable material were observed. It could not be conclusively determined how the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because portions of the manufacture's device were missing. There is a potential for harm if the malfunction were to recur.